Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance is affected. Family reports no incident of accident or trauma.

Manufacturer narrative:
Conclusion: according to the information received, the device was not providing benefit to the patient due to an active electrode migration out of cochlea. Additionally, pain and eye twitching is reported, which is most likely related to the suspected electrode migration. A decision regarding explantation or revision surgery has not been made available yet. This is a final report.

Event description:
The hearing performance is affected. The user reports about pain therefore channel 9 and 12 were disabled. Family reports no incident of accident or trauma.